Event description:
Patient reported left side ¿capsular contracture, baker grade iii or IV" and concern due to "recalled breast implants." Patient also reported they were diagnosed and treated for polycythemia vera (blood cancer), thyroid cancer, fibromyalgia, lupus, rheumatoid arthritis, osteoarthritis, degenerative disc disease, and caused psychological issues¿; these events are not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: adverse events associated with her recalled breast implants.

Event description:
Patient reported the following: "capsular contracture and was diagnosed and treated for polycythemia vera" ,"thyroid cancer", "fibromyalgia, lupus, rheumatoid arthritis, osteoarthritis, degenerative disc disease". This record is for the left side. The device has been explanted.